Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter read inaccurately high compared another meter (hospital meter). The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unwilling to answer additional questions during a follow-up attempt. The patient was unable to recall when the alleged meter inaccuracy began. On an unspecified date, the patient reported obtaining blood glucose readings of ¿426 mg/dl¿ with the subject meter and ¿28 mg/dl¿ on a hospital meter, performed more than 30 minutes apart. The patient manages her diabetes with a combination of insulin (toujeo, humalog) on a self-adjusting dose and a non-insulin injection (trulicity). The patient denied making any changes to her usual diabetes management regimen due to the alleged issue. The patient reported developing symptoms of feeling ¿shaky, no energy, dizzy and very blurry vision¿ at 2:00 am on an unspecified date as a result of the alleged issue and had to attend the emergency room for treatment. During the call, the patient claimed her blood glucose measured ¿28 mg/dl¿ on the hospital meter on arrival at hospital and was treated with IV fluids and glucose gel. At the time of troubleshooting, the cca noted that an approved sample site was used for testing replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion while using the product. The subject meter could not be ruled out as a cause or contributor to the event.